Event description:
The customer reported power supply failure - power pca failure. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported power supply failure - power pca failure. There was no reported pt involvement. The philips repair bench evaluated the device and found errors pointing to the power pca. The power pca was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the power pca where the device had a power supply failure.